Manufacturer narrative:
(E1) initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for pre-dilatation. However, during the third inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the 1.5mm x 20mm x 142cm coyote es balloon catheter was first advanced for dilatation and was ruptured. Subsequently, a 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced; however, during initial inflation at a nominal pressure, the balloon also ruptured.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for pre-dilatation. However, during the third inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).